Event description:
An intra-aortic balloon was placed in the pt during surgery on friday, 7/1/94. The balloon passed the standard integrity check prior to insertion. Later that day, the nurses noted blood in the tubing connected to the balloon and the balloon pump. The physicians were notified. The balloon was augmenting well and no alarms were triggered (indicating a gas leak or other problem). The balloon remained in place. On monday, july 4th, the alarms were sounding and the physician was notified of the problem. The balloon was removed and a second balloon was inserted. The pt expired approx 15 hrs after the balloon was changed. Cause of death was mitral stenosis. The machine was evaluated by factory personnel and cleaned and calibrated as required to provide for correct operation. (*)device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-94. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: balloon. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.